Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a pacemaker replacement, the chronic leads were tested on the pacing system analyzer (psa), in a unipolar configuration. Lead measurements were normal. This pacemaker was then connected to the leads and no pacing was observed. A boston scientific programmer was brought in to the operating room and upon interrogation of the device, the pacing impedances were greater than 3,000 ohms. The pacemaker was removed and a competitor¿s device was connected to the leads with normal function observed. The physician had forgotten that the nominal setting in this pacemaker was bipolar, so reprogramming was needed to initiate pacing with the chronic unipolar leads. The attempted pacemaker was discarded at the hospital. No adverse patient effects were reported.